Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular (rv) lead exhibited noise on the rate/sense and shock channels, oversensing, decreased sensing, decreased r wave amplitudes, inappropriate anti-tachycardia pacing (atp) episodes and intermittent shock impedance measurements of greater than 200 ohms. Noise was able to be reproduced with isometrics. A lead fracture was suspected. A lead revision procedure was then performed and the rv lead was noted to have been fully secured in the device header. The lead was then tested on a pacing system analyzer (psa) in which noise and oversensing were still observed; therefore, it was determined that this was a lead issue. Subsequently, the rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.